Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in one of the exhaust tubes of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A separation within abrasion was noted on the exhaust tube of cylinder 1. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the inlet tube of the pump and both cylinder exhaust tubes. Partial separations were noted on one of the pump exhausts tubes. A group of separations, indicating contact with unshod instrumentation, was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with cylinder 2. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tube of cylinder 1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Based on examination of the returned product, it was concluded that while in-vivo one exhaust tube and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the other exhaust tube of the pump. In addition, the exhaust tube of cylinder 1 abraded enough to result in a separation and leakage. Separations of these types could then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient stated the ipp has failed and can no longer get an erection. There was a hole in the tubing (cylinder). The device was damaged to facilitate explant. The tubing was cut in several places to aid in removal.